Event description:
A purchasing agent reported a defect or foreign matter in the central area of the optic following intraocular lens (iol) implant surgery. He stated the lens was exchanged. Additional info was received from the surgeon, who report post-exchange the pt notices a big improvement in her vision.

Manufacturer narrative:
Eval summary: the product was returned for eval. Optic damage was also observed. Product history and batch records were reviewed and documentation indicated the product met release criteria. The root cause could not be identified by the eval. While we are unable to determine the root cause of the damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of surgical solution, the damage is most likely related to customer handling. There have been no other complaints reported in the lot number. Additional info was requested 12/16/2011 and 12/20/2011 by fax, phone and mail. A completed questionnaire was received on (B)(4) 2011. (B)(4).